Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for spinal pain. It was reported the handset was not working properly since about a week after they got the handset. The handset gets stuck at 90% for 15 minutes and the app was not responding, and they had to restart. It was noted the patient gets six boluses a day. The agent asked the patient to connect with the handset and patient said she was at work and did not have the handset with her. Patient service reviewed clearing data information and recommended patient call patient service back to clear data. The issue was not resolved. Additional information was received from the patient on 2025-03-04 and the agent walked the patient through the steps. The patient¿s communicator was not charged to test the connection lag after troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's handset lagged at 90% for about 5 minutes up to 20 minutes. Patient services reviewed data and walked the patient through deleting data. The patient was able to connect to the pump and bolus with no lag. The patient planned to call back if she needed further assistance.